Event description:
One day old preemie had an infant heel warmer put on the left leg to help warm up the extremity and when it was removed, the calf area was reddened. Wocn (wound, ostomy and continence nurse) assessed it to be a 1st degree burn. Recommended treatment with hyrdogel and meplix. Unknown as to the length of time it had been on extremity.